Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 clear rubber tip perforated as to where the metal was showing. A replacement device was used to complete the procedure.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection determined that the heater wire was flexed away from the hot jaw and was detached at the tip. The wire remained in place at the base of the jaws. Tissue and char buildup was observed on the jaws. The silicone insulation on the jaws was not peeled off and remained in place. Based on the returned condition of the device the reported complaint was not confirmed for reported failure ¿peeled ¿ but was confirmed for analyzed failure mode "bent wire detached". Specific actions for the analyzed failure mode are being maintained and documented under maquet's corrective and preventive (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 clear rubber tip perforated as to where the metal was showing. A replacement device was used to complete the procedure.